Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a system fault . The event occurred during patient use.

Manufacturer narrative:
D4 - primary UDI number and h4 - device mfg date: correction. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "there was a system fault¿ was confirmed through pump power up test. Device displayed lec 46822 indicating a software failure. Updated device software to 1.6. Further investigation found air bubble in upstream occlusion (uso) seal, scratched liquid crystal display (lcd) lens causing visual obstruction, cracked battery compartment, corrosion on battery door, contaminated downstream occlusion (dso) sensor and torn environmental chassis gasket. Replaced uso seal, battery compartment and components, battery door, dso sensor, dso bezel, dso seal, and chassis gasket. Motor odometer reporting 5,581,150. Replaced the motor as preventative maintenance and reset odometer to 0. Performed dso/uso calibration. Unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.